Event description:
The reporter rec'd an er1 message reportedly a couple of months ago. He compared the confirmation dot to the color chart the result was "100-130mg/dl". He retested and obtained a "normal reading".